Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that when the pod was removed, he noticed that there was a small kink in the cannula.